Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported that the pump randomly shuts off, and it comes up 'improper shut down which were reproduced during evaluation. Visual inspection found to be caused by a damaged contact pins. Evaluation has determined the device to be unserviceable for the observed failures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module caused a spectrum infusion pump to randomly shut off. There was no patient involvement. No additional information is available.